Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 07.08.2020: lot 1905132: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-jul-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 1 month after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.